Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred and resulted in the loss of ble connectivity.

Event description:
New information received notes that a bluetooth reset was performed and the pairing was restored. Patient condition was stable.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator was unable to pair with mobile application via bluetooth. No intervention was performed. There were no patient consequences.